Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) (includes any standard mode therapy where the patient drain volume exceeds 160% of the maximum prescribed cycle fill volume) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 11:53:16. During night drain cycle one, the patient's ultrafiltration reading was 482ml, indicating the home patient (hp) drained 482ml more than their maximum programmed fill volume of 100ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was false empty detect at initial drain and I-drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.